Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) who was implanted with a medtronic kinetra ipg observed stimulation changes after an attempted reprogramming session using a st. Jude medical pt programmer. The pt programmer was used by mistake as it was not known at the time that the pt was implanted with a medtronic system. Follow up information revealed reprogramming resolved the issue. In the absence of knowledge of medtronic protocol, st. Jude medical cannot determine if programming a competitor's ipg with a st. Jude medical programmer has an effect on the medtronic device. This event was reported to medtronic technical support (B)(4).